Event description:
It was reported the patient experienced low heart rate and oxygen saturation during an implant procedure. The anesthesiologist did not feel comfortable moving forward, and the procedure was aborted. The patient was healthy post-operatively.